Event description:
It was reported that the catheter broke inside the "elbow anchor" and that there was a cerebrospinal fluid leak (csf) in the anchor. It was also reported that the patient had less than 50% of therapeutic relief. It was indicated that the catheter and pump was explanted and replaced. At the time of this report, it was reported that the patient had no injury. The drug delivered via pump was dilaudid.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2012; product type catheter product ID 8590-9 lot# n287171 serial# implanted: (B)(6) 2012 explanted: (B)(6) 2012; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found. Analysis of the 8590-9 accessory found a user related hole. The hole went through the catheter body and the anchor. This may have been done during implant while trying to suture the anchor. Analysis of the 8709 catheter revealed a user related hole. During pressure testing a leak was seen on the catheter. The appearance (size) of the hole indicated that it was created during implant. This may have been done during implant while trying to suture the anchor. The suture needle may have cause the hole. Analysis of the unknown catheter segment revealed coring, tears or cuts in the seal of the sutureless connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.